Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: bacillaceae. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating that there was no deviations or deficiencies or concerns in reprocessing. There was no defect on the automated endoscope reprocessor (aer). All the channels were connected with tubes when the endoscope was seeing up into the aer. The concentration and expiration date of the disinfectant was controlled. The water quality of the rinse was controlled with filtered water. The water filter was replaced periodically in accordance with the instructions for use (IFU). The device was dried by filtered compressed air and wiped with non-sterile compresses and stored in a hysis as300 storage unit. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. The sample for the scope was collected, received, and analyzed on 16 jan 2024. The scope tested positive for enterobacter cloacae with 1 colony forming units (cfus) per 100ml. The sample for the scope was collected, received, and analyzed on 22 jan 2024. The scope tested positive for citrobacter amalonaticus with 14 colony forming units (cfus) per 100ml, serratia marcescens with 45 colony forming units (cfus) per 100ml, pseudomonas aeruginosa with 18 colony forming units (cfus) per 100ml, and achromobacter xylosoxidans with 14 colony forming units (cfus) per 100ml. The sample for the scope was collected, received, and analyzed on 24 jan 2024. The scope tested positive for serratia marcescens with more than 100 colony forming units (cfus) per 100ml and pseudomonas aeruginosa with more than 100 colony forming units (cfus) per 100ml.